Event description:
Per the clinic, the patient experienced an infection and soft tissue at implant site. The device was explanted on (B)(6) 2024, and there are no plans to re-implant the patient with a new device as of the date of this report.